Manufacturer narrative:
Analysis found that the temperature incoming test from the handpiece cannot be performed because the motor stops after 2s giving stalled code 12 (unrecognized/damaged handpiece plugged in on port 2 (second 12 pin)) on the console. The handpiece is totally worn and there was dried saline in the collet. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated. There was no patient impact.